Event description:
The radiologist who was not certified by perclose to perform pvs procedures, attempted arteriotomy closure with a techstar xl 8 fr pvs device. The needles did not present on deployment. Back down of the needles to their original position was initially successful. However, the radiologist chose to redeploy the needles after checking for arterial placement. The needles again would not present. Fluoroscopy showed the needles to be in their tracks in the barrel, but they could not be fully advanced. The pt was sent for surgical removal of the device. Surgery was successful and the pt did fine. Reports from the field indicate that the hub was not locked in place prior to the first needle deployment.